Event description:
It was reported that during a scheduled rv lead change-out procedure, the left ventricular (lv) lead pulled back. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable defibrillation lead: (B)(6) 2006. 5076 implantable pacing lead: (B)(6) 2006. 4193 implantable pacing lead: (B)(6) 2006. (B)(4).